Manufacturer narrative:
Concomitant medical products: w1dr01, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted and low impedance was seen on the right atrial (ra) lead. A possible sensing issue was also noted. The lead remains in use. No patient complications have been reported as a result of this event.